Event description:
It was reported there was a lead perforation. It was also reported there was poor sensing, poor thresholds and decreased impedance. An attempt to reposition the lead was made but could not retract the helix. There appeared to be some tissue on the tip of the lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; dried blood and tissue found on the helix and the helix was received partially retracted and bent; full lead returned and analyzed.